Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during receiving process in the warehouse that the cardiosave intra-aortic balloon pump (iabp) helium gas leakage detected. There was no patient involvement reported.

Manufacturer narrative:
After further review, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that the reported issue occurred as part of an expected incoming inspection internal process, making this issue non-reportable. Consequently, a follow up emdr is not required as this case was reported in error. Please cancel mfg report number 2249723-2025-0000537 in your database.

Event description:
N/a.